Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a crack on the case of the insulin pump. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.